Event description:
It was reported to medtronic minimed that the customer experienced injection foot damage. The customer reported no adverse event. Troubleshooting was performed. Customer reported retracting the inpen screw was difficult. Customer tried another needle and primed inpen to resolve the issue. Customer reports broken/damaged inpen. Inpen replacement was initiated. The customer discontinued the use of inpen and device was returned for analysis.

Manufacturer narrative:
Per visual inspection: missing injection foot. No physical damage to cartridge holder or inpen front or back shell was noted. Cartridge holder locks properly in place. Unit paired successfully to commercial app. Injection foot is broken off. Inpen passed baseline/wireless functionality test and displacement dose accuracy. Inpen failed dialing alignment. Two tick marks appear in dose window when zero mark is appears in the alignment gage window. Inpen passed front cap investigation. In conclusion: inpen failed dialing alignment inspection. Therefore, dial mis-alignment was confirmed. Injection foot damage was confirmed due to missing injection foot. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.